Event description:
Boston scientific crm received information that this patient presented to the hospital after a syncopal episode and fall. A system check found bigeminal ectopy and premature ventricular contraction (pvcs). The right ventricular (rv) lead was noted with noise, high thresholds, and was suspected of having a conductor fracture. In a revision procedure, the lead was surgically abandoned and successfully replaced by a new lead.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.